Event description:
It was reported that the home patient (hp) experienced peritonitis manifested by cloudy peritoneal effluent coincident with continuous ambulatory peritoneal dialysis (capd) therapy. Two days after the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was unknown. The patient treatment was not reported. At the time of this report, the patient was still in the hospital. The patient was not recovering from peritonitis. The pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was treated with cefazolin (1 gram, once daily, intraperitoneally (ip)) and fortum (1 gram, once daily, ip) for peritonitis. Treatment with fortum discontinued after nine days and cefazolin treatment was discontinued after twenty one days. The patient was discharged from the hospital and recovered from the peritonitis. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.